Manufacturer narrative:
Evaluation summary: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No additional ae case reports have been received to date in relation to batch number b09698. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Distal end had partially perforated right tube, adhered to ovarian fossa, boad ligament and mesentery (fallopian tube perforation] case description: serious, related, listed (incident) this is a spontaneous case report received from a physician in united states on (B)(6)-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced right side occluded but essure expelled into peritoneal cavity. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. In (B)(6)-2014 the patient had essure (fallopian tube occlusion insert) inserted for contraception. Insertion was unconprivated, the hsg (hysterosalpingogram) was done in (B)(6)-2014 and showed left side occluded, right side occluded but essure expelled into peritoneal cavity. Reporter causality: the relationship between right side occluded but essure expelled into peritoneal cavity and essure was not reported. Follow-up received on (B)(6)-2014 no new information was provided. Case closed. Follow-up (B)(6)-2014: healthcare professional questionnaire was returned. The (B)(6), was gravida 4, para 2, two elective abortions, no spontaneous nor therapeutic abortions, no ectopic pregnancies. Patient had a previous gynecological intervention (date unspecified), hsc d and c (hysteroscopic dilation and curettage) with an uterine perforation. Other relevant medical history or concurrent conditions include rheumatoid arthritis treated with plaquenil (hydroxychloroquine). On (B)(6)-2014, patient had essure (ess305, lot number 809698) inserted. Patient was not postpartum and was not pregnant. Cervical dilatation, sounding, general anesthesia were done. Insertion was easy. Visualization of both tubal ostia was easy. There was no fluid loss during hysteroscopy of more than 1500cc. Procedure took 5-7 minutes. Depo provera (medroxyprogesterone) was used for back-up contraception after essure insertion and before total occlusion confirmation. Hsg (hysterosalpingogram) test was performed on (B)(6)-2014, which showed r (right) tube displaced, right partial perforation. Patient did not present symptoms. Perforation did not occur during sounding, cervical dilation, hysteroscopy, before deployment before essure insertion, it occurred after deployment. No diagnostic tests were performed (ultrasound, flat plate x-ray, MRI, cat-scan, relevant blood tests or allergy tests etc). Outcome was adverse, an unplanned laparoscopy and right salpingectomy were medically necessary. On (B)(6)-2014, essure was removed. Pathology results are pending. During surgery it was found that the distal end had perforated the tube, adhered to ovarian fossa, bead ligament and mesentery. Patient has recovered from the essure removal procedure. Reporter assessed the condition as caused by essure devices. Ptc final investigation received on (B)(6)-2014: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No additional ae case reports have been received to date in relation to batch number 809698. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.